Event description:
Customer reported not using the insulin pump for the past month due to a battery issue. Customer stated that she has been receiving failed battery tests even when new batteries are installed in the insulin pump. Blood glucose level was 536 mg/dl at the time of the call. During a follow up call, the customer reported being unable to remove the insulin pump's battery cap. Blood glucose level was 160 mg/dl at the time of this call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with failed battery alarm due to corroded battery tube. The unit received with battery cap damage due to stripped coin slot, minor scratched display window, cracked case at the display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.